Event description:
The sales representative reported on behalf of the customer that the aa1520-07, k-wire, ø1.5 mm x l 170 mm was being used during a knee cartilage on (B)(6) 2026 and ¿during the procedure, a smartnail was successfully placed in the cartilage. As the surgeon was preparing to remove the k-wire, the wire driver was accidentally moved. This caused the tip of the k-wire to break off and remain lodged in the bone. An MRI was performed, which confirmed that the fragment was located beneath the cortex and posed no immediate risk. Based on this assessment, the surgeon decided not to attempt removal of the broken tip.¿ the procedure was completed. There was no report of medical/surgical treatment needed or extended hospitalization for the patient. This report is being raised due to the reported injury of device fragment remaining in the patient.

Manufacturer narrative:
G3 initial awareness date was 22may26. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.